Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported. The patient condition was good.